Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. If the suspect device is returned for evaluation/investigation or additional significant information becomes available, this report will be supplemented accordingly. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the laser fiber connector caught on fire and error message 42 at connector. There was no patient harm or injury due to the event. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to inform that this report is a duplicate of a report with patient identifier (B)(6), MDR MFR 3003790304-2021-00208. Investigation is ongoing . The final supplemental report will be submitted accordingly following investigation completion under patient identifier (B)(6).